Manufacturer narrative:
Unit passed self-test and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 250 mg/dl. Customer performed self-test and they received hardware low level failure error. Customer also reported that they able to clear the alarm. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.